Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor.

Event description:
The customer called to report moisture damage after submerging the insulin pump in the ocean. Advised that the insulin pump would be replaced. Nothing further was reported.